Event description:
Pt was admitted to hosp with overdose of accolate & theodur. Therapeutic drug analyzer malfunctioned thus theophyllin level not determined until device was repaired. Meanwhile, pt had a grand mal seizure. Therapeutic drugs/interventions were implemented and pt responded satisfactorily.